Event description:
A (B)(6) female pt contacted zoll customer support to report that the response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon eval, the rear response button was detached. The cause for the inability to activate the device is the detached response button. The cause for the detached response button could not be positively determined. No adverse event resulted from the defective response button connector. The pt received a replacement monitor.